Event description:
Loop from mask tore while applying first time. There were 3 masks from the box that the same thing happened. 1 loop tore off mask on first application. Mask was in use for covid pandemic ppe requirement. This complaint was discovered during completion of global post market surveillance report maude search performed on june 9th, 2023. The maude reference number is (B)(4). The site was unable to locate a direct complaint received for this issue/incident from the reporter.

Manufacturer narrative:
The product involved in the event was not available for return. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury. H3 other text : device not returned.

Manufacturer narrative:
No sample was provided for evaluation. Investigation of report was limited due to lack of sample or lot number. A root cause was not identified. Complaint trend was reviewed for code 47117. Failure mode (comes apart/comes off) for the past 12 months from may 2022 to may 2023 does not show an upward trend. Notification was sent to manufacturing leaders for awareness. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that a o&m halyard, inc. Product is defective or has caused serious injury.